Event description:
It was reported the patient underwent surgical intervention and had the scs ipg replaced. Reportedly, the device was not kept charged as recommended and the battery depleted. Postoperative, stimulation therapy was restored and the issue addressed.